Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that only half of the tct10 staples, fired correctly. Another device was used to complete the case. More info to follow.